Event description:
Medtronic received information that medtronic transcatheter bioprosthetic aortic valve was implanted, valve-in valve into a failed edwards lifescience 21 mm valve that had been implanted in 2003. The failure mode of the edwards valve was not reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).